Event description:
Second revision surgery - the surgeon performed a revision due to the patient dislocating. He changed out the poly insert and removed scar tissue. Reference first revision (B)(6), date of surgery (B)(6) 2013.